Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blade guard was bent. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
A nurse from the facility reported to the baxter clinical educator that a patient had a rash while using some extraneal and also experienced peritonitis that was diagnosed on (B)(6) 2010. The patient was treated with ancef and fortez intraperitoneal for two weeks and recovered. This report addresses the reported peritonitis.

Manufacturer narrative:
(B)(4). The product used is unknown and therefore the 510(k) entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.